Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. It was stated that the patient reported that they turned their implant off (B)(6) 2017 for hip surgery and tried to turn their implant on in (B)(6) 2017 and it was not receiving the signal from the recharger. The patient stated that they charged their implant. Patient services asked the patient to connect with their implant and the patient stated that they were getting the poor communication message on their recharger screen. The patient could not locate their patient programmer (pp) at the moment. Additional information was later received from the patient indicating that their programmer was lost, so their implant had been off since november and they were unable to turn it back on. The patient was redirected to follow-up with their healthcare provider (hcp). Patient services reviewed that the ins maybe in an overdischarged stated and the patient will need to contact their hcp. It was reviewed when the patient located their patient programmer they could call back for assistance to use their pp. No symptoms were reported. The event occurred in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins hadn't been charged in 2 to 3 months because it "wasn't taking a signal" from the recharger. It was reported that communication could not bet established with the patient programmer or ins recharger. It was reported that the ins stopped taking a charge and the stimulation stopped at the same time, about two to three months before the call. The patient planned to schedule an appointment with a doctor and a manufacturer representative to have their ins reset. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they just found their programmer after 6 months and that they tried using it but it was not working. The patient reiterated that they did not keep the ins charged. Overdischarged was reviewed with the patient and they were redirected to their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.